Manufacturer narrative:
Implanted date: device was not implanted. Explanted date: device was not explanted. (B)(6). The actual device has not been returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete.

Event description:
The user facility reported the involved angio-seal device was introduced after the step: "locate the artery" under ultrasound. The upper cap, with two clicks fully engaged. However, the anchor was not sonographically visible. After retraction of the system, without any resistance, the anchor could be seen in the sheath end. Sonographically the anchor was not visible, and when withdrawing consecutive there was no resistance encountered. The user removed the angio-seal and performed manual compression on the puncture site. A 7f sheath was used. There was no stenosis, plaque or calcium present around the insertion site. The puncture site was in the subclavian artery. The user is aware that this was an off label use, however the system did not work properly, and that this event occurred regardless of the location of the artery. There was no blood loss, and sonographically there was no hematoma or pseudoaneurysma. No treatment by vascular surgeon needed. Hemostasis was achieved after 20 minutes of manual compression and compression bandage. The procedure outcome was very good. The patient's condition was symptom-free, no hematoma, and no local complications.

Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide additional information. The actual device has been returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete.

Manufacturer narrative:
This report is being submitted as follow up no. 2 to provide the completed investigation. One used 8 fr angio-seal vip device was received for product evaluation. Visual inspection revealed that the carrier tube assembly was mated with the hemostatic sheath and the deployment sleeve was in the rear lock position with the color bands fully exposed. The anchor was not exposed at the distal tip of the hemostatic sheath as would be expected when the deployment sleeve was in the rear lock position. Microscopic analysis of the distal tip of the hemostatic sheath revealed that the anchor was still present within the sheath and had not properly posted to the distal tip. The device was subjected to functional testing. The deployment sleeve was moved into the forward lock position, however, the accumulation of dried blood like substances at the tip of hemostasis sheath precluded the anchor from being released. Digital force was then applied to the anchor and the tamping tube was released and the suture unwound as intended. There were no other functional anomalies noted with the device. A review of the device history record of the product code/lot# combination was conducted with no findings. There is no evidence that this event was related to a device defect or malfunction. Based on the investigation, it is likely the device was not placed in the full forward lock position, or there was an obstruction to the anchor posting to the distal tip. The exact cause of the reported event cannot be definitively determined based on the available information.